Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) reprogrammed the pacing polarity from unipolar to bipolar, although the associated leads are unipolar leads. The physician alleged a power on reset had occurred (por). Diagnostic testing/troubleshooting performed, and the ipg was reprogrammed. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4057m lead implanted: (B)(6) 1991.